Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that transducer fault has occurred on the vela ventilator. There is no information of patient involvement associated with the event as of this time.